Event description:
Additional information received from the health care provider (hcp) reported that the cause of the event was due to premature battery depletion. Surgical intervention has not occurred. It was stated that the patient was awaiting surgical scheduling. No further information was provided.

Event description:
It was reported that the device would not charge. It was stated that the battery would still not charge even after a physician recharge mode (prm). It was noted that the patient was scheduled for an appointment on (B)(6) 2012 to discuss replacing the device. Additional information was requested and if received, a supplemental report will be sent.

Manufacturer narrative:
Product ID: 377760, lot# v017623, implanted: (B)(6) 2007, product type: lead. Product ID: 377760, lot# v017623, implanted: (B)(6) 2007, product type: lead. Product ID: 37752, serial# (B)(4) implanted: (B)(6) 2007, product type: recharger. Product ID: 37742, serial# (B)(4) implanted: (B)(6) 2007, product type: programmer. (B)(4).

Manufacturer narrative:
(B)(4).